Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated their communicator was not working as it should be. The patient was evaluated in a hospital setting and stated that the device did not provide electric shocks as it should have. No adverse patient effects were reported. At this time, this device remains in service.